Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was interrogated and showed elective replacement indicator and high impedance. There was no capture when programmed to single chamber fixed rate. The device was interrogated again showing vary impedance. The physician determined not to have any further intervention. The device remains in use. No patient complications have been reported as a result of this event.